Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 20494212; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the patient felt like the ipg was poking and mainly pinches when it was on. The patient was also experiencing anxiety. It was mentioned that patient had a history of panic attacks. The patient underwent an explant procedure.